Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that trial patient's leads were removed yesterday due to so much bleeding they were experiencing. Trial patient said healthcare professional (hcp) did not want them to get an infection. Trial started (B)(6) 2022.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 306001, product type: screening device. If information is provided in the future, a supplemental report will be issued.